Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their blood glucose level using the insulin pump and when needed manual injection. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer will call back to perform the high pressure test.